Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had the device removed due to a bladder neck problem. A cuff was placed around the urethra as a space holder while the patient was healing. A new aus was implanted. There were no additional patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had the device removed due to a bladder neck problem. A cuff was placed around the urethra as a space holder while the patient was healing. A new aus was implanted. There were no additional patient complications reported.